Event description:
Essure device only partially deployed. Another product was used to complete procedure.====================== health professional's impression======================device failed to deploy properly.====================== manufacturer response for permanent birth control, essure======================left a message and expect to return product for evaluation.